Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the up and down arrows was hard to press and the customer alleges insulin pump was over delivering because he wasn¿t giving himself insulin. The customer¿s experienced low blood glucose and the value was 80 mg/dl and also experienced high blood glucose and the value was 294 mg/dl. Customer¿s current blood glucose value was 152 mg/dl. Customer was treated with food. The drive support cap appears to be normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify possible over delivery due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc, act and down.